Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer's serious injury from the attorney of the family. The information received on (B)(6) 2020 stated the customer was using a medtronic minimed insulin pump. On or about (B)(6) 2020, the customer suffered a serious injury while on pump therapy. Insulin pump will be returned for analysis.